Manufacturer narrative:
Additional information: no device-related issues were found during evaluation of the returned pump. The report of suspected device thrombosis was not confirmed and a specific cause for the report of elevated pump power values could not be determined based on the evaluation of the returned pump. The pump was returned assembled with the driveline severed approximately 17 inches from the pump housing and the remainder of the driveline was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Examination of the textured blood contacting surface of the outlet elbow as well as the pump's blood contacting surfaces upon pump disassembly revealed no evidence of depositions or thrombus formations. Visual inspection of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient gender was not provided. (B)(4). Approximate age of device ¿ 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on. It was reported that the lvad system produced power elevations, and that a ramp echocardiogram revealed inadequate left ventricular unloading with increased pump speed. The patient did not have an elevated lactate dehydrogenase (ldh) at time of event. On (B)(6) 2016, the patient underwent a pump exchange due to suspected device thrombosis.